Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. The pump was received with all buttons responding properly. However, slight moisture damage was found at the keypad traces. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the buttons are not responding and the insulin pump alarms battery out limit every day. Blood glucose value was 120 mg/dl. The insulin pump would be replaced and returned for analysis.